Manufacturer narrative:
Additional information has been received showing that this product is not anymore related to the event. Zimmer biomet's case (B)(4) will be furter reported under MFR 0009613350-2019-00603.

Event description:
Additional information has been received and this product is not anymore related to the event. This case is further reported under MFR 0009613350-2019-00603.

Manufacturer narrative:
This incident was initially reported to FDA by biomet orthopedics, llc - USA but after receiving additional information it was identified that zimmer biomet (B)(4) is the legal manufacturer of the device "burch-schneider hip". This report reflects now the investigation results of zimmer biomet (B)(4). Note: this incident was initially reported by number: 0001825034-2018-02956-2 as for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. DHR review: as no lot number was provided, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the patient had an initial left hip arthroplasty on an unknown date. Subsequently, the pmi (patient match implant) group got a request for a pmi triflange acetabular component for a revision on an unknown date due to severe bone loss and lack of bony structures. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for a product investigation. Review of product documentation this device (burch-schneider cup) is intended for treatment. Compatibility: compatibility check could not be performed as only one product name (burch-schneider) had been reported. Review of correspondences: on april 03, 2018 - our sales rep. Filed a request for a pmi triflange acetabular component , a patient match implant. Within the request form it is stated that another zimmer biomet product will be revised and that there is severe bone loss and a lack of bony structures. Further, the pmi request states that there is no indication that the implanted burch-schneider cup did not perform as intended. On (B)(6) 2019 - as the provided CT scans were insufficient for a patient match implant and no further imaging was provided, the surgeon dr. (B)(6) cancelled the pmi request and continued with another treatment. On (B)(6) 2019 - the surgeon, dr. (B)(6), provided the information by phone to our sales rep. That the burch-schneider cup was removed on (B)(6) 2019. It was reported that the patient received a revision implant from implantcast. No additional information about the further treatment of the patient was given by the surgeon. Conclusion summary: it was reported that the patient was implanted with a burch-schneider cup during an initial left hip arthroplasty on an unknown date. Subsequently, a triflange acetabular component - a patient match implant (pmi) - was requested to our pmi group on april 03, 2018, which should revise the implanted burch-schneider cup due to severe bone loss and lack of bony structures. The pmi request states that there is no indication that the implanted burch-schneider cup did not perform as intended. The revision was planned to take place in (B)(6) or (B)(6) 2018. Nevertheless, as the provided CT scans were insufficient for the development of the pmi device and further CT scans were not provided by the hospital, the surgeon dr. (B)(6) cancelled the pmi request and used another treatment for the patient. According to the surgeon the burch-schneider cup was removed and revised with a revision implant from implantcast. No additional information about this further treatment of the patient was provided by the surgeon. Neither the burch-schneider device was returned after removal for investigation, nor were reference and lot number of the device provided. Based on the missing reference and the missing lot number of the device, the device manufacturing records and the complaint history of this product could not be reviewed. Further it is unknown how long the device was in-vivo, as the implantation date is unknown. In conclusion, based on the significant lack of information a specific root cause could not be identified. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the patient had an initial left hip arthroplasty on an unknown date. Subsequently, the pmi group got a request for a pmi triflange acetabular component for a revision on an unknown date due to severe bone loss and lack of bony structures.